Event description:
The revision driver draw rod broke during screw removal.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the shaft of the returned instrument was confirmed to be broken at the extremity. Functional inspection: unable to perform functional inspection. Device history review: no relevant deviations were reported during manufacturing. The outer shaft units complied with dimensional and appearance specifications prior to release. Material and hardness certificates were in order. Conclusion: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. No anomalies that could be associated with the breakage were reported during the manufacturing of this batch. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". Excessive tightening could also result in the deformation of the instrument distal tip. It has been acknowledged that breakages of the instrument distal tip will occur due to the nature of revision surgery as well as the small draw rod diameter required to interface with a screw in the cervical spine. The reflex-hybrid revision driver draw rod tip is now made from biocompatible material to mitigate the risk of it remaining in a potential patient. The rate of failure and related severities are within thresholds levels.

Event description:
The revision driver draw rod broke during screw removal.